Event description:
Tsw laparoscoipic vascular stapler fired and left some staples open. When trying to remove tissue, the staples stuck to the bowel increasing surgery time and causing concern about possible bowel perforations.